Manufacturer narrative:
The reported break could be confirmed by evaluation of a received photograph, but further analysis of the broken part has not been performed. The consequence to this kind of mechanical damage is, that the user interface gets detached and, in the worst case scenario, falls off the ventilators' carrier. It is unknown under which conditions the reported panel holder broke, but exposure to forces greater than those it was tested for may lead to breakage.

Event description:
It was reported that the user interface holder broke. There was no patient involvement reported. (B)(4).